Manufacturer narrative:
(B)(4). G2: foreign: south korea. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-01665. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the patient underwent an elbow revision approximately three years post implantation due to poly wear and link disassociation. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided radiographs identified the pin was disassociated. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is interval fracture of the locking pin without disassociation. The locking pin has been revised. A surgical drain is present. Initial anatomic alignment of the right elbow arthroplasty complicated by locking pin fracture. Subsequent revision with anatomic alignment then complicated by locking pin retraction/incomplete disassociation. Implant fit and alignment are maintained on all images. Bone quality is osteopenic on all images. There is radiolucency along the distal humerus on all images which remains stable and without implant loosening. Alignment is maintained. The reported event is confirmed by provided x-rays. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.